Event description:
While viewing the pre-retrieval cavogram for a scheduled retrieval of the filter, it was noticed that the filter had migrated caudally by approximatley one vertebral body length. Initial placement of the filter tip was at the superior endoplate of l2. At retrieval, the filter tip was located at the superior endolate of l3. The pt was asymptomatic and the retrieval procedure was unremarkable.